Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that no drops were seen exiting the infusion set tubing after a new cartridge was loaded onto the pump. During troubleshooting with tandem's technical support, the customer disconnected the luer lock connection and reported that no insulin was exiting the cartridge tubing. A new cartridge was successfully loaded to address the event. The customer's blood glucose (bg) level was 307 mg/dl and the bg level was addressed with a bolus via the pump.